Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to small lump and pus since infected and the electrical wire protrudes from the site. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.